Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient slowly began leaking again over time. It is suspected to be caused by urethral atrophy. The patient underwent a surgical procedure in which all components were explanted and replaced. The 4.0cm cuff was exchanged for a .5cm cuff and it was placed in a new location in the urethra. The patient is fully recovered.